Event description:
Patient was revised to address loosening of the patella. It was reported that the patient has a history of falls.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the part and lot number required to review the device history records was not provided. Provided information states the pt has a history of falls. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.